Event description:
It was reported that the device was explanted after implant duration of zero days, due to unknown reasons. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The source of the report was the device implant data card completed by the or staff member. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No response was received from the surgeon despite our attempts in 2009, via email to contact for return of product for evaluation, for an operative report, reason for explant and additional information regarding the patient condition. No additional information is available.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
In 2009, per response from the health care provider, the device was explanted due to a paravalvular leak. It was reported that the patient expired in 2009, due to a rupture of the annulus of the mitral valve. Patient also had two other devices implanted, please reference all medwatch reports filed under patient identifier #.